Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be use of punctured pads or pad lines. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had low air leak. Flow rate was 0. 5lpm with 1 pad. The patient had been on for more than 48 hours, no problems until now. The nurse was disconnected and reconnected the pads. The nurse could not get the pad to insert into the hole and explained that the cleared clip broke off. Nurse asked to save that pad and replaced the pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low air leak. Flow rate was 0. 5lpm with 1 pad. The patient had been on for more than 48 hours, no problems until now. The nurse was disconnected and reconnected the pads. The nurse could not get the pad to insert into the hole and explained that the cleared clip broke off. Nurse asked to save that pad and replaced the pad.